Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) for sensing integrity counter (sic). Additionally, the lead showed non-sustained noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.